Manufacturer narrative:
The device was serviced by a service technician as part of preventative maintenance. An alarm log review, functional testing, visual inspection, and service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-10 and battery low alarm were identified during the alarm log review and functional testing. The cause of the f-10 alarm condition was determined to be force sensing resistors out of range in channel 1. The cause of the battery low alarm condition was determined to be main battery depleted. To correct the condition, the main battery and force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-10 (misloaded tubing was detected) alarm. No additional information is available.